Manufacturer narrative:
(B)(4). The device was manufactured 08 apr 2014 - 11 apr 2014. As the device was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was partially sticking out of the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2.